Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149422 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m149422 , test base part number 190-430 / lot: m149422 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149422 showed that the complaint rate is 0.008% . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. The customer reported that the patient's first ID now covid-19 assay was performed on (B)(6) 2021 and generated a positive result. The patient went to another hospital on (B)(6) 2021 and a new nasopharyngeal sample was collected to retest using the ID now covid-19 assay from a different lot and generated negative results. On the same day the swab used in the ID now was reused to collect a saliva sample to perform the pcr confirmation testing and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.